Event description:
It was reported in a survey response that the surgeon indicated that five (5) of his patients have experienced complications related to implants, instruments and/or procedure, including: nerve irritation/palsy, infection, implant loosening. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, distal humeral, lot # unknown. Catalog #: unknown, humeral head, lot # unknown. Catalog #: unknown, stem, lot # unknown. Catalog #: unknown, intercalary, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00985, 0001822565-2024-00986, 0001822565-2024-00987, and 0001822565-2024-00988.

Manufacturer narrative:
(B)(4). Annex g code previously approved by management as code cannot be defined with the provided information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.